Manufacturer narrative:
Additional information: suspect medical device, 11. Concomitant to include serial numbers (B)(4).

Manufacturer narrative:
A review of complaint data for lot 03122m700 did not identify any trends and only two other complaints for a similar issue. Return testing was not completed as returns were not available. Historical review of field data for the abbott prism hcv to determine if an increase in prism hcv reactive rates was observed at the qualtex atlanta site with prism hcv lot 03122m700 compared to other lots tested in the time frame: 01jan2018-18sep2019, and if the increases were observed at peer whole blood customer sites. For the qualtex atlanta site, the abbott prism hcv initial reactive rates were elevated and outside chart control limits for july 2019. Prism hcv repeat reactive rates were elevated and outside chart control limits for july and august 2019. However, repeat reactive rates obtained with the complaint masterlot for all months in the query were below the prism hcv reactive rate 95% upper confidence interval (0.37 for %rr). Additionally, both initial and repeat reactive rates for prism hcv masterlot 03122m700 were within chart control limits and below the prism hcv reactive rate 95% upper confidence intervals (0.38 for %ir and 0.37 for %rr) at peer sites. Further, a review of overall customer field data was performed regarding initial reactive rate (irr), repeat reactive rate (rrr) and specificity for lot 03122m700 and it is within package insert specifications. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for prism hcv, lot 03122m700.

Manufacturer narrative:
Patient information: patient identifier - multiple = (B)(6). There is no further donor information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeat reactive prism anti-hcv results on 8 donor samples that are nat and confirmatory negative. The sids provided were run between (B)(6) 2019 thru (B)(6) 2019:sid (B)(6). There was no reported impact to donor management.